Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, exhibited a no disposable alarm twice. No adverse patient effects were reported. No additional information is available at this time.